Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that the screen of the insulin pump had scratches as insulin pump was bumped on concrete so the screen was hard to see when it was in sunlight. Customer also reports that they had broken belt clip. Customer¿s blood glucose was 138mg/dl at time of call. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window.